Manufacturer narrative:
This case was assessed as reportable to the FDA as the events, superficial necrosis and severe arterial bleeding, were deemed to meet the serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant could not be reviewed as the lot was not provided.

Event description:
This spontaneous report was received from a (B)(6) physician via a sales representative and concerns a (B)(6) year-old female patient. She was injected subcutaneously and supra-periosteally with a total of 4.5 ml (also reported as 3- 4 vials) of radiesse®, into zygomatic arch, nasolabial folds (nlf), marionette lines (ml) and cheek, for wrinkles and volume therapy (as reported), on (B)(6) 2018. She was injected with 2.25 ml into 3 injection points on each side. Radiesse® was diluted for the injection into the cheeks. The needle used for injection was a blunt 25 g (3.5 cm) cannula. The physician used a 23 g needle, to protrude. The patient was treated with about 3 vials of radiesse®, approximately twice a year, since (B)(6) 2009. From (B)(6) 2009 to (B)(6) 2017, approximately twice a year, the patient had intermittent botulinum toxin treatments. In 2016, reported as two years prior to this report and approximately twice a year, the patient was treated with hyaluronic acid, for lip augmentation. As reported, the patient had several radiesse® treatments in the past, injected with a larger amount, without complications. The patient's glogau classification was ii, she had no disposition to lymph drainage problems and no allergies. The patient's medical history and concomitant medication were reported as none. As per reporter, the patient had no problems directly after the treatment. On (B)(6) 2018, approximately 1.5 hour after the treatment with radiesse®, the patient called the physician and informed that she experienced severe arterial bleeding, in the right nasolabial folds area. On (B)(6) 2018, the patient returned to the clinic with a massive haematoma, swelling and pain. The swelling, redness and severe pain were located on the right side, over the entire cheek, nasolabial, lip and oral cavity. Due to the patient working in wound management, she had tried all possible wound dressings, including voltaren and cooling, as corrective treatment. The physician prescribed systemic antibiotics, unacid (twice a day, 1-0-1) and sonography. The sonography result showed a hematoma and diffuse swelling. Consequently was the patient prescribed cortisone (5/50 mg, once a day), which the patient took reluctantly. Further corrective treatment included thrombareduct ointment. The swelling did improved since the cortisone intake. The physician suspected that the haematoma caused the superficial necrosis. The patient was not hospitalized. The patient did not present to the practice again since the report, but was regularly forwarding pictures. The outcome of the event 'superficial necrosis' was reported as not resolved. The outcome of the event 'severe arterial bleeding' was not reported. At the time of report, the physician did not know if a permanent damage or cosmetic impairment was going to remain. In the opinion of the reporter, the events were of severe intensity, not life-threatening and not related to the incorporated local anaesthetic in the product. As per physician, it was not clear if the events were related to radiesse®, however, in his opinion, it was more likely that the patient just had a massive hematoma. Follow-up information was received on (B)(4) 2018: this case was upgraded to serious. On (B)(6) 2018, the patient was seen for her second follow up in the clinic (since the (B)(6) 2018). She was still complaining of significant pain in the area of the right lip, otherwise, it was only occasionally, more as a sudden attack, located in the area of the nose triangle. However, overall, the pain was declining and the swelling did largely disappear. There were currently no distinct necrosis visible, neither on the lip nor in the right corner of the mouth. The necrosis in the area of the nose triangle was fibrin covered. On (B)(6) 2018, the radiologist performed another sonography. According to the patient, there was still a hematoma. The physician was assuming that the hematoma was declining, because there was clinically no more swelling in the entire area. The outcome of the events was changed to resolving. According to the physician, it was difficult to answer whether the treatment was necessary to prevent a permanent damage or a life-threatening condition, however, he considered a permanent scarring on the right nose triangle and in it's surroundings. In his opinion, the course of the events would have probably been the same, even without corrective treatment. As reported, a more reliable assessment was only possible to make after about a year.

Manufacturer narrative:
The lot number for the radiesse injectable implant used in this case was not provided by the reporter. Since the lot number was not confirmed by the reporter, the device history records for all radiesse injectable implants shipped to the reporter's office were reviewed as below. The device history record for radiesse dermal filler lot 100088780 (expiration date: 12 march 2018, manufacturer date: 12 march 2016, UDI # +m2138071m5k15/$$0318100088780%) was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event. The device history record for radiesse dermal filler lot 1033923 (expiration date: june 2014, manufacturer date: june 2012, UDI # +m2138071m5k15/$$06141033923u) was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event. The device history record for radiesse dermal filler lot 100108536 (expiration date: march 2020, manufacturer date: 28 march 2017, UDI # +m2138071m5k12/$$03201001085360) was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event. The device history record for radiesse dermal filler lot 100099760 (expiration date: march 2019, manufacturer date: 28 march 2017, UDI # +m2138071m5k12/$$0319100099760/) was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
Follow-up information was received on 09-jan-2019: the physician informed that the patient was on the way to recovery. There was still a small necrosis on the side of the nose, but no open wound. Due to the provided information, the outcome of the event superficial necrosis remained resolving.